Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator turned on and off on its own. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was noted that the upper and lower cases were broken, the battery release was contaminated, one side bail cover was broken and one was contaminated, the ring cover was broken, the lead flex cover was corroded, one case screw was missing, the battery contacts were compressed and contaminated, the ring bail was bent, the battery drawer was broken and contaminated, the keyboard was damaged, the battery drawer o-ring was missing and the battery flex was corroded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.